Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose increased after changing her infusion set. Prior to her set change, the customer's blood glucose was in the 200 mg/dl range, but after the set change her blood glucose increased to 523 mg/dl, which she attempted to treat with an insulin pump bolus. The customer did not exhibit symptoms of high blood glucose. Troubleshooting was initiated and she stated that she may have connected her infusion set incorrectly. The customer ended troubleshooting prematurely. No products were returned or replaced.